Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found broken ratchet rivets on end side rail. The technician replaced the side rail ratchet rivets to resolve the issue.